Event description:
In 2005, the lay pt contacted lifescan alleging her one touch basic meter was prompting the clean test area message. The pt took no action to affect her blood glucose level following attempted use of the meter. No treatment received from a medical professional was noted. The customer service agent (csa) confirmed that the reported meter's first 3 serial number digits were lower than the ngp, indicating a possible product malfunction caused the clean test area message to appear. The meter, test strips, and control solution were replaced.